Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient''s right eye, due to a refractive miss for the patient. Doctor implanted the same toric cylinder power but used a different refractive power. The doctor was not complaining of any product malfunction, but had to perform the lens exchange because of not hitting the refractive power on the initial surgery.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the iol indicated that the returned sample was received incomplete. Three (3) pieces were returned in a bag, which included: half of the lens including a haptic, part of the other half without the haptic and a haptic. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens optic was damaged and scratches were present. Considering the condition of the lens, the requested methods of diopter and optical measurement cannot be performed. Visual inspection of the return sample showed a damaged lens compatible with handling the lens out of a sterile environment. The lens condition is consistent with a lens that has been explanted from the patient's eye. The manufacturing record review indicated that there were no associated nonconformity material reports with respect to the production order number. There were no environmental monitoring related non-conformances within the timeframe that the production order number was manufactured. The production order was not manufactured under deviation. There were no process and / or material changes within the production order number. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - unexpected post operative refraction. Explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.